Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2012 with a myocardial infarction. On (B)(6) 2012, the 2.75 x 15 mm xience v stent was implanted into the ramus artery for treatment. On (B)(6) 2012, the patient presented with chest pain and it was found that the xience v stent had 90% in-stent restenosis. The patient was sent for triple by-pass surgery on (B)(6) /2012 for treatment, and is recovering. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the product was not returned. The reported patient effects of angina and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.